Event description:
The complainant that access to the femoral artery was achieved and the sheath was inserted without incident. It was reported that the imeplla pigtail was able to cross the left ventricular outflow tract obstruction (lvot). However, the inlet was unable to cross the aortic valve calcification. It was stated that the catheter began to coil in the aortic arch. An additional effort to cross the aortic valve after exchanging the guidewire was unsuccessful. The procedural outcome was the process of delivering the impella was aborted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.